Event description:
As stated by the customer 2012-(B)(6): injury to scrotum. Whilst hoisting pt into the bath on the bath chair, the hoist failed to clear the side of the bath, resulting in injury to his scrotum. Action taken: bath was placed out of order. Reported to on-line maintenance as urgent. Staff made aware of the incident, and advised not to use bath hoist until made safe/checked by professional. Arjohuntleigh investigation to take place in due course.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjo hospital equipment (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.